Event description:
The complainant reported that the automated impella controller (aic) crashed indicating risk of power/case start issues during training.  There was no report of patient involvement.

Manufacturer narrative:
(D9) device returned to manufacture date is unknown. The investigation for the reported "aic - shutdown or restart issue" has been completed. The product was returned and the "aic - shutdown or restart issue" was not confirmed. The failure mode was reproduced on an engineering lab bench. Despite having the correct supply voltage and power on signal, the 4-in-1 would not power on. Momentarily swapping this component with a known-good resolved the boot up problem, and console ran over a long period of time without any issues. The root cause of the boot-up issues was due to a defective 4-in-1. This report is being filed as part of a retrospective review of historical records.